Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On 03/06/2026, it was reported that at 5:00am, the patient´s spouse tried to wake him up but he did not wake up. The spouse called the paramedics. When the paramedics arrived, the paramedics tried to wake the patient up. Eventually the patient regained consciousness. The paramedics checked his bg reading which was 47 mg/dl while the dexcom was 110 mg/dl. The paramedics treated the patient with IV fluids and his daughter gave him a peanut butter and orange juice. At the time of the report the patient was fine. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.